Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and confirmed that the aspiration failure occurred with cassette but not with phacoemulsification tip.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that phaco tip aspiration failure occurred during cataract with intra ocular lens implant surgery. The surgery was completed on the same day by replacing the product with new one. There was no information about patient impact.